Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy (uterus and cervix removed)') in an adult female patient who had essure (batch no. C51076) inserted for female sterilisation. The patient's medical history included gravida ii and parity 2. Patient had performed essure confirmation test on (B)(6) 2015 result: total bilateral occlusion. Concurrent conditions included uterine bleeding, pelvic pain, knee arthroplasty, depression, anxiety, proctosigmoiditis, dysmenorrhea, adhesion and fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: no. Of essure coils on each side into the uterine cavity (as written)- right- 2, left- 3. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('injury to herself') in a female patient who had essure (batch no. C51076) inserted for female sterilisation. The patient's medical history included gravida ii and parity 2. Patient had performed essure confirmation test on (B)(6) 2015 result: total bilateral occlusion. Concurrent conditions included uterine bleeding, pelvic pain, knee arthroplasty, depression, anxiety, proctosigmoiditis, dysmenorrhea, adhesion and fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: no. Of essure coils on each side into the uterine cavity (as written)- right- 2, left- 3. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr were received: lot number was added. Event medical device removal was added. Concomitant conditions were added. Reporters were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.